Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history due to cold solder joint on keypad assembly. No error 130 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. Customer reported that they were able to clear the alarms and able to rewind the insulin pump. Self test did not pass and displacement test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.